Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the item only contained 9 in the set of 10. Per additional information received, there was no medical intervention required.

Manufacturer narrative:
A photo sample was received for the investigation. A device history record review could not be performed because the lot number received was not valid. Upon a visual evaluation of the photo sample, the reported issue was not confirmed. A corrective action is not applicable at this time. If a physical sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.